Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that high, out of range, high capture threshold was observed on the right ventricular channel. Sensing decrease was also noted, and a micro dislodgement suspected. The patient was asymptomatic. When the physician tried to reposition the lead, it failed to be deployed. The lead was explanted and replaced. The patient was stable throughout the procedure.